Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
During an attempted novasure endometrial ablation the physician reported difficulty getting the array of the disposable device to open inside the uterine cavity. The physician tried a second device and "felt a pop" when she inserted it. The procedure was abandoned as she suspected a uterine perforation. No treatment was needed for the perforation and the patient was discharged home. On (B)(6) 2010 the physician reported the patient has been seen on follow-up and "she is doing fine". A sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or which instrument may have been the cause.